Event description:
Surgeon put a ceramic head on used trunion, without using a sleeve. Surgeon also put an mdm poly into an old mitch cup with metal liner. The surgeon indicated that it was a metal on metal bearing surface revision.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mmc-9988-4652, lot # fm060629, description: std mitch trh cp sz 46/52, manufacturer: depuy. Cat # mah-9988-0046, lot # fm060107, description: mitch trh md hd sz 46+0, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding revision involving a mitch head and mitch shell was reported. Conclusion: based on the provided information and clinical review, the product reported in this investigation did not contribute to the event.

Event description:
Surgeon put a ceramic head on used trunnion, without using a sleeve. Surgeon also put an mdm poly into an old mitch cup with metal liner. The surgeon indicated that it was a metal on metal bearing surface revision.